Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 300-400 mg/dl. The customer changed the infusion site and delivered a correction bolus. The customer reverted to using another pump to manage diabetes. The customer's bg level are "much better".